Event description:
It was initially reported to boston scientific corporation that a radial jaw was used during an endoscopy with biopsy procedure on (B)(6)2009 (patient age unknown; however over 18 years). According to the complainant, after placing the forceps through the scope, only one of the cups opened slightly when attempting to take a sample. Multiple attempts were made to pen the forceps without success. The procedure was completed with another radial jaw. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; jaws/cups bent and jaws/cups unable to close.

Manufacturer narrative:
(B)(4) (open, unable to). A visual examination of the returned device found the device was opened upon receipt. Functionally, the unit was opened but would not close completely due to one jaw being bent close to the tang hole. Dimensional testing found the device to be out of specifications due to the bent jaw. The riveting and welding marks were found to be within specifications. Based on the results of the evaluation conducted, the customer's complaint cannot be confirmed as the unit was received open. The most probable root cause for is user error due potentially to excessive force applied to the device during use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. A review of the device labeling was performed and no anomaly was found. (B)(4).